Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance. The svc coil was reprogrammed off and the lead remains in use. No patient complications have been reported as a result of this event.